Manufacturer narrative:
The reported event of header discoloration was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: d9. The reported event of header discoloration was confirmed. The device was above the elective replacement indicator (eri) upon receipt. The reported cosmetic anomaly is related to molten polymer crystallization that occurs during the molding process of the resin used to manufacture the headers. Due to the gallant header¿s inherent volume and shape, cooling of the insulative material happens at a varied rate. When this occurs, the polymer crystallization may result in visible organization observed as clouds or streaks. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The reported event was traced to the manufacturing process of the device. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator. During the procedure the intended implant device was observed to have a cloudy header. The device was not implanted, and the procedure was completed with a replacement. The patient was stable.